Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The customer stated that this was the second time the device had this issue since it first happened 4 days prior. The blood glucose reading was 174 mg/dl. Upon troubleshooting, it was found that insulin did exit during a fixed prime. Explained that there may have been a possible insertion site-related issue, possibly due to a bent cannula or occlusion. Advised the customer to perform a complete infusion set change. The customer agreed and stated that he would monitor and call back if needed. Nothing further reported.